Event description:
Consumer reports receiving inaccurate results. Analysis run on clark error grid using mean avg. Reading (69) as ref. Point vs. Bd reading (91, 93) yielded data points in the d range of the grid, outside acceptable limits.